Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker reinstalled the device's software to resolve the issue. Additionally, stryker observed the batteries with the device were depleted. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device does not power on. There was no report of patient use associated to the reported event.